Manufacturer narrative:
Concomitant medical products: sigadaptstnd sig power sigadaptstnd linear adapter serial #:(B)(6) sigphandle sig power sigphandle handle serial #: unknown sigpshell sig power sigpshell control shell lot #: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic relapse pneumothorax wedge resections bullectomies, while resecting the lung parenchema at the time of the second firing of the wedge resection, the device did not fire and the surgeon was unable to open the jaws. A new adapter, shell, and reload were used with the same powered handle to cut more distal in order to remove the device. This led to tissue loss and 30 minutes or more extended surgical time. The reload was then difficult to remove from the adapter; the connecting part of the reload broke off from the adapter. The broken part did not fall into the patient's cavity.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. The images contained a view of a reload, adapter and the joint between the reload and the adapter. It was noted that the reload adapter was broken off and the reload jaws were clamped on tissue. The adapter had a section of reload adapter broken off in the distal end of the adapter. The reload was clamped on tissue and the knife blade was fully advanced. The reload adapter was broken and the connection to the adapter was fractured. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload, the device broke and the jaws of the device remain closed on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly revi ewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.